Manufacturer narrative:
The initial MDR 2432235-2019-00128 was filed 04-apr-2019. Additional information (13-may-2019) siemens evaluated the available data and found the kinetic profile of the microalbumin (malb) reaction curve for one of the test replicates was divergent from the expected kinetic profile at the approximate time of reagent 2 (r2) delivery/mix. The remainder of the reaction was similar among the series of replicates suggesting that there may have been bubbles in the reaction cuvette not detected by method parameter flagging, which eventually dissipated. The potential cause of the discordant, low microalbumin (malb) test result is a kinetic disturbance due to a mixing issue. Results code and conclusion code were revised.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant microalbumin result. The customer reported they routinely perform duplicate (two replicates) testing for microalbumin. A siemens customer service engineer was not dispatched to the site to inspect the instrument. Siemens is investigating.

Event description:
A discordant microalbumin (ualb_2) test result was obtained for a patient sample from an atellica ch 930 instrument. The initial sample was run in duplicate (two replicates) and neither test result was reported to the physician(s). The same sample was repeated in duplicate on an alternate atellica ch 930 instrument. One of the duplicate repeat results was reported to the physician(s). The repeat results are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant microalbumin test results.